Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00989, 0001825034-2019-00990, 0001825034-2019-00991, 0001825034-2019-00993, 0001825034-2019-00994. Concomitant medical products: ankle locking nail 11 x 150mm pn: 14-440215 ln: 838730. Ti-dble lead cort 5.0x40mm scr pn: 14-405040 ln: 471730. Ti-dble lead cort 5.0x46mm scr pn: 14-405046 ln: 482100. Ti-dble lead cort 5.0x70mm scr pn: 14-405070 ln: 742180. Ti-dble lead cort 5.0x32mm scr pn: 14-405032 ln: 425110. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that a patient underwent a revision surgery due to fracture and non-union.